Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the tubing of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient advised they had re-primed the line four (4) times prior to connecting. The patient noticed air bubbles in the tubing. The renal therapy service agent advised the patient to end therapy and start over with new supplies. There was nothing found during trouble shooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.